Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I results were obtained from two samples from the same patient using vitros troponin I es (tropi es) reagent lot 3690 on a vitros 5600 integrated system. The investigation was unable to determine a definitive assignable cause for this event. Vitros tropi es precision testing was not performed, therefore an instrument issue could not be entirely ruled out as a contributing factor. Historical vitros tropi es quality control results were acceptable indicating the performance of the vitros tropi es reagent lot 3690 is not a contributor of the event. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es lot 3690. Pre analytical sample processing could not be ruled out as a contributing factor. Ortho was not able to determine if the customer is following the sample collection device manufacturer¿s recommendation for sample centrifugation therefore, improper pre-analytical sample handling may have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. However, since the vitros tropi es results are reproducible for sample 1; sample processing is not a likely contributor of the event. The results remained elevated after treating the sample with heterophilic antibody blocking tubes ruling out the presence of heterophilic antibodies. However, the higher than expected vitros tropi es results could indicate the presence of an unknown interferent, specific to the patient, as a potential contributor of the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report reproducible and higher than expected troponin I results obtained from two samples from one patient using vitros immunodiagnostic products troponin I es (tropi es) reagent on a vitros 5600 integrated system. Vitros tropi es results sample 1 = 0.596, 0.511 ng/ml versus the expected result of <0.012 ng/l. Vitros tropi es results sample 2 = 0.078 ng/ml versus the expected result of <0.012 ng/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected, vitros tropi es result of 0.596 ng/ml was reported from the laboratory and it was questioned by the physician prior to action. Ortho clinical diagnostics (ortho) was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).